Event description:
It was reported that a patient presented to clinic with thumping feeling. Device interrogation revealed loss of sensing and loss of capturing were noted on the right atrial (ra) lead. Chest x-ray confirmed the ra lead had dislodged. On (B)(6) 2025, the ra lead was repositioned. Shortly after the procedure, loss of capture was noted on the new ra lead. On (B)(6) 2025, the physician elected to explant and replace the ra lead. The patient's condition was stable before, during, and after the procedure.